Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was hit by a car and dragged 20+ feet.

Manufacturer narrative:
Not a pride issue, unit hit by a car.

Event description:
Consumer alleges he was hit by a car and dragged 20+ feet.